Event description:
Customer called to report multiple sensor issues on the insulin pump. Customer's blood glucose reading ranged from 200 to 570 mg/dl. Advised customer to change out the sensor. Customer declined to troubleshoot for high blood glucose. Nothing further reported.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed continuity resistance test; sensor passed per specifications. Performed bicarbonate buffer test and sensor failed with high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.